Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was approximately 1.5 mm longitudinal tear in the balloon, which is approximately 5.5 mm from the balloon's proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. The review of the lhr (f1509903) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the balloon lost pressure. Manual compression was applied for 30 minutes or less. The patient was not hospitalized.